Manufacturer narrative:
The impella device was received from the customer and an investigation of the device is ongoing. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had an error message of unexpected controller shutdown. Switched to the backup controller. There was no patient harm.

Manufacturer narrative:
D2 common device name revised on manufacturer device report 1220648-2023-03169 in accordance with updated procedures. E2 and e3 was erroneously selected on the initial manufacturer device report number 1220648-2023-03169. G1 reporting contact email revised on manufacturer device report 1220648-2023-03169 in accordance with updated procedures.